Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced nocturnal hypoglycemia, with cgm readings dropping from approximately 100 mg/dl at bedtime to a low of 49 mg/dl, confirmed by glucometer, lasting about one hour; the patient treated with oral glucose tablets and reports limited meal frequency due to gastrointestinal issues. Symptoms included hypoglycemia. Outcomes included a serious health impact and an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.